Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: during investigation, the reported power complaint was duplicated. The battery compartment was cracked above the grip pad. The battery cap was not returned and a test battery cap fit securely. Evidence of moisture was found in the battery canister. A leak test failed due to a battery compartment leak. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board. The pump was unable to power up and was completely unresponsive due to moisture corrosion. The reported power complaint was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.